Event description:
The device was replaced due to premature battery depletion and high current drain. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): preliminary and manual functional testing found the device not in rrt (recommended replacement time). Calculations performed based on memory dump concluded that the device had a current drain twice the normal amount. The device analysis found a depleted battery voltage, which is indicative of a high current condition, but the device current drain was at nominal levels throughout the analysis process. This analysis was ended due to the inability to observe high current drain or any other abnormal functionality in this device.